Event description:
It was reported previously that in 2008 the riata lead was exhibiting low sensing. An attempt to reposition the lead was unsuccessful, so a new pace/sense lead was added. In 2012 the physician electively decided to remove the lead due to the advisory. Externalized conductors were observed on the proximal end of the lead within the pocket during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found several internal abrasions between 7.5-10cm, 35-36.1cm, and 36-36.3cm from distal tip. External insulation abrasions at 11.5-11.8cm from connector pin consistent with friction to the ICD can, and at 47-47.3cm from distal tip. External abrasion was also found underneath rv shock coil. Compression of insulation was noted; the rv cables were abraded. Internal abrasion noted at 26-26.6cm from distal tip, with the inner coil exposed and ptfe coating abraded; could cause the sensing issue.